Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. A 4.00 x 32mm synergy? Xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and a dissection was observed. No further patient complications were reported.